Event description:
Patient reported experiencing elevated blood glucose levels in the 400's mg/dl and 500's mg/dl for the past two days. Patient stated her blood glucose level continued to be elevated and her son took her to the hospital; blood glucose level was in the 300's mg/dl 30 minutes prior to going to the hospital. Patient reported the hospital tested her blood glucose level in the 300's mg/dl or 400's mg/dl; treated her with insulin IV and removed the pump. Patient stated she was released the next day. Patient reported noticing blood in her tubing the evening prior to hospitalization; blamed this on her elevated blood glucose level. Requested return of the alleged infusion set for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.